Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure there was difficulty getting the tubing connected to the right end of the 3 way stopcock and getting the fluid in/out of stopcock due to the connection. To drain the fluid and remove the balloon, the stopcock was removed to let the fluid drain. The device was able to be successfully used. A section of the device did not remain inside the patient¿s body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.